Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the inaccurate cgm values resulted in the customer experiencing "extreme" low and high blood glucose levels, values were not provided. Customer declined to troubleshoot with tandem technical support.